Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, when an attempt was made to withdraw the device out of the scope, the catheter snapped and broke in half. There was difficulty experienced while pulling the device out the scope. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.